Event description:
The customer reported an "audio failure" and "speaker malfunction" error message being displayed on the monitor. No pt harm was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.